Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: email address: unknown/ not provided. Section e1: telephone number: (B)(6). Device evaluation: customer photos and a video were provided and evaluated. The photo displays the suspect lens and its original folding carton. A scratch on the lens optic can be observed. Due to no product received, no further evaluation could be performed. The product was not returned for evaluation therefore, testing of the device was not possible. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a scratch discovered at the center of the lens after it was loaded into the patient's eye. There was an exchange of the scratched lens for a backup iol. There was no delay in treatment or other interventions performed. No further information was provided.